Event description:
It was reported by customer that a leak over the purple lumen a 4fr double lumen power PICC provena recently here in oncology. Timeline of events: (B)(6) 2023 - PICC line was inserted as an outpatient with no noted leak noted after insertion and flushing. (B)(6) 2023 - initial leak was noted during their outpatient appointment after a needleless connector change was done. This was resolved by another PICC rn working that day by tightening the needleless connector over the purple lumen hub. (B)(6) 2023 - patient was admitted inpatient, again same leak was noted over needleless connector after change only over purple lumen. I personally assessed and evaluated the PICC line and performed a needleless connector change on both lumens with the same method of application and indeed noted leak over purple lumen. After an additional tightening the leak was resolved. Due to the patient condition and need for the PICC line, it was not recommended for change and specific instructions were given to staff to apply needleless connector change tightly to avoid leak. (B)(6) 2023 - patient was back outpatient and rn reached out with the leak over purple lumen. Discussed with provider issue and recommended PICC line removal due to risk for infection. Provider agreed and PICC line is removed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is unconfirmed because the problem could not be reproduced. The product returned for evaluation was a 4fr dual lumen provena powerpicc catheter. Use residue was observed throughout the device. The catheter shaft was trimmed at the 44cm depth marking. An attempt to flush both lumens with water using a 12ml syringe revealed the catheter was patent to infusion and aspiration with no observed leaks. No damage was observed during microscopic inspection. The complaint of leak could not be reproduced; therefore, this complaint is unconfirmed at this time. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings in section h:11.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by customer that a leak overf the purple lumen a 4fr double lumen power PICC provena recently here in oncology. Timeline of events: (B)(6) 2023 - PICC line was inserted as an outpatient with no noted leak noted after insertion and flushing. (B)(6) 2023 - initial leak was noted during their outpatient appointment after a needleless connector change was done. This was resolved by another PICC rn working that day by tightening the needleless connector over the purple lumen hub. (B)(6) 2023 - patient was admitted inpatient, again same leak was noted over needleless connector after change only over purple lumen. I personally assessed and evaluated the PICC line and performed a needleless connector change on both lumens with the same method of application and indeed noted leak over purple lumen. After an additional tightening the leak was resolved. Due to the patient condition and need for the PICC line, it was not recommended for change and specific instructions were given to staff to apply needleless connector change tightly to avoid leak. (B)(6) 2023 - patient was back outpatient and rn reached out with the leak over purple lumen. Discussed with provider issue and recommended PICC line removal due to risk for infection. Provider agreed and PICC line is removed.